Event description:
The olympus representative reported on behalf of the customer, the screen image would flash/flicker when using the endoeye flex 3d deflectable videoscope. The issue was detected at reprocessing. The intended therapeutic thoracoscopic procedure was completed with the same scope and the video system center with no surgical delay. No patient injury reported. During the evaluation of the device, it was noted a b30 scope communication error (no image) occurred due to a faulty charge-coupled device. This report is to capture the reportable malfunction of the b30 scope communication error (no image) occurred due to a faulty charge-coupled device noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. No image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) breakage of the charged-couple device (ccd) cable between the scope connector wiring section and the ccd transmission section built into the tip of the device 2) ccd cable short circuit (contact failure) in scope connector wiring. 3) dielectric breakdown inside the ccd due to the following handling: a) system ground wire was not connected. B) the scope connector was plugged or unplugged while the system was powered. On c) there was dirt and moisture on the scope connector contacts. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5.

Event description:
The olympus representative reported on behalf of the customer, the screen image would flash/flicker when using the endoeye flex 3d deflectable videoscope. The issue was detected at reprocessing. The intended therapeutic thoracoscopic procedure was completed with the same scope and the evis exera iii video system center with no surgical delay. No patient injury reported. During the evaluation of the device, it was noted a b30 scope communication error (no image) occurred due to a faulty charge-coupled device. This report is to capture the reportable malfunction of the b30 scope communication error (no image) occurred due to a faulty charge-coupled device noted at estimation.